Event description:
It was reported the programmer is emitting a beeping sound. It will also not interrogate consistently, MRI (magnetic resonance imaging) pacers and sometimes adapta devices. The programmer and rf (radio frequency) head were returned for repair and calibration. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head was unable to interrogate consistently and failed uplink functional test due to the rf head cable. Concomitant product: 229047 analyzer. (B)(4).